Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple intermittent alarms stopping all insulin delivery. The contact could not recall or identify the type of alarm that occurred. Reportedly, the customer was taken to the emergency room (ER) following an unidentified alarm in (B)(6) 2016. Customer's blood glucose level was approximately 288 (mg/dl) with trace ketones. The customer received insulin and saline intravenously while in the ER for 8 hours. The customer's bg level was 120 (mg/dl) and the customer was stable when leaving the ER. Multiple follow up attempts were made to request the pump data be uploaded for review by tandem technical support. However, no additional information was provided.